Event description:
It was reported that there were air bubbles at the insertion site of the insulin infusion set. There were no air bubbles in the entire set when it was prepared and filled. The issue was not resolved with another set and reservoir from a different lot. The insulin pump passed the high pressure test with sets from the new lot. The customer's blood glucose was 15 mmol/l. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked reservoir tube lip. The insulin pump was received with software version 2.5a installed. The software version should be 2.6a per the config code. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.